Event description:
It was reported that the patient had connect battery alarms on both the batteries and mobile power unit (mpu) these alarms can be recreated by manipulating the white power cord. A review of the log files revealed only the persistent pulsatility index (pi) events. Additional information revealed that the patient's controller was switched to backup with no issues or complications for the patient. A controller will be returning to abbott for evaluation.

Manufacturer narrative:
Main investigation conclusion: the reported event of connect battery alarms were unable to be confirmed. A review of the log files contained overlapping data spanning approximately 3 hours ((B)(6) 2022, 7:50:14 ¿ 10:17:21 per timestamp). The system controller operated as intended throughout the log file. There were no atypical power cable disconnect alarms or notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(4)) was returned for analysis. Visual inspection of the controller revealed a cut with a green fluid stain on the white power cable. The controller was functionally tested and operated as intended throughout analysis. The system controller operated a mock loop as intended, and no atypical alarms were reproduced throughout testing, even when manipulating the power cables. The outer jacket of the white power cable was stripped where the cut was observed. It was incidentally revealed there was fluid ingress and no damage to the underlying wires. The resistance values of the black power cable measured at 0.6 ohms, outside the accepted threshold of 0.5 ohms, although further resistance testing of the individual wires revealed them to be within the resistance threshold. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The reported event of connect battery alarms were unable to be confirmed. A review of the log files contained overlapping data spanning approximately 3 hours (B)(6) 2022 7:50:14 ¿ 10:17:21 per timestamp). The system controller operated as intended throughout the log file. There were no atypical power cable disconnect alarms or notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. Visual inspection of the controller revealed a cut with a green fluid stain on the white power cable. The controller was functionally tested and operated as intended throughout analysis. The system controller operated a mock loop as intended, and no atypical alarms were reproduced throughout testing, even when manipulating the power cables. The outer jacket of the white power cable was stripped where the cut was observed. It was revealed there was fluid ingress and no damage to the underlying wires. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.